Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cable was frayed at the yaw pulley exit. The frayed cable section was approximately 0.16 in length. The one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but the movement may not be precise. The pulley was observed with scratches and dents along the edge. The instrument distal clevis ear was also found with mechanical indentation on the edge. The instrument conductor wire was found with insulation damaged and material removed. Engineering also found the main tube with multiple deep scratches at the distal end. The evidence was inconclusive, but the damage was likely due to mishandling and misusage. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the maryland bipolar forceps instrument was noted to have an internal cable broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.